Event description:
Material no.: 382534 batch no.: 9144842 and 9177455. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the entire catheter was pulled out with the needle upon retraction. It was also reported that there was an issue with blood leakage out of the catheter around the hub. This occurred with two different lots of the bd insyte¿ autoguard¿ bc shielded IV catheter, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I stuck the patient with a 20g IV catheter. Upon insertion, I got blood flash, pushed the retract button on the needle and the entire catheter was pulled with the needle, came out of the patient. Patient began bleeding, which was controlled with direct pressure and pressure dressing. I stuck the patient for an IV the second time and this catheter began pouring blood out of the catheter hub, which is not supposed to happen according to products function. Lot# 9144842 and 9177455 were the IV catheters used.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. A root cause could not be determined and the complaint is unconfirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9144842. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-24. Medical device lot #: 9177455. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-06-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 382534. Batch no.: 9144842 and 9177455. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter, the entire catheter was pulled out with the needle upon retraction. It was also reported that there was an issue with blood leakage out of the catheter around the hub. This occurred with two different lots of the bd insyte¿ autoguard¿ bc shielded IV catheter, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I stuck the patient with a 20g IV catheter. Upon insertion, I got blood flash, pushed the retract button on the needle and the entire catheter was pulled with the needle, came out of the patient. Patient began bleeding, which was controlled with direct pressure and pressure dressing. I stuck the patient for an IV the second time and this catheter began pouring blood out of the catheter hub, which is not supposed to happen according to products function. Lot# 9144842 and 9177455 were the IV catheters used.